Event description:
The report received from the (B)(4) study indicated that the patient experienced thrombus formation in the coil mass post procedure. The patient is a (B)(6) female with a medical history of sinus problems and migraine. On (B)(6) 2013, the patient presented with ¿the acute onset of the worst headache of life¿ to the emergency room where a diagnostic CT scan showed evidence of a subarachnoid hemorrhage with rupture of aneurysm of the left posterior communicating artery origin. CT scan revealed a regular left posterior communicating aneurysm measured 3.2 mm x 3.2 mm x 2 mm. Patient was treated with two micrusphere 10 coils ((B)(4)) and three deltaplush 10 coils (unk, (B)(4)). Post embolization, there was a complete occlusion of the aneurysm. No thrombus formation was identified. No vessel perforation or distal emboli were identified. The patient suffered no immediate neurological complications and returned to floor in stable condition. Post operation, patient presented with sudden onset of expressive aphasia with right side facial drop. Follow-up CT scan post-embolization demonstrate the coil mass in the right pcom stable, without findings of coil migration. The vascularity seemed normal, with no findings of vascular occlusion of the parent artery. The mca territory appears grossly normal bilaterally. A cerebral angiogram shows thrombus formation in the coil mass, with embolus to the anterior parietal branch of the left mca. Integrilin was infused with a total of 6 mg in the anterior parietal branch of the left mca. The aneurysm remained occluded. A synchro ii wire was advanced distally into the m3 branches, with wire manipulation of thrombus performed. Resolution of ischemia within the left mca territory, with prompt restoration of flow in the left pcom was achieved post intra-arterial integrilin infusion and wire manipulation of thrombus. The patient remained asymptomatic, and the dyphasia was resolved.

Manufacturer narrative:
The patient was discharged three days later in a stable condition. Pi gave no anticoagulation tx during the embolization procedure. The other meds documented were post procedure and during the second angiogram for the adverse event. The heparin drip was discontinued in the morning of (B)(6) 2013. The patient did not receive any other anticoagulation, or antiplatelet therapy the rest of the hospitalization. Pi indicated that the event was not related to the study device, but related to the procedure. Medical monitor indicated that the event was not related to the study device, but related to the procedure. Complaint conclusion: the report received from the (B)(4) study indicated that the patient experienced thrombus formation in the coil mass post procedure. The patient is a (B)(6) female with a medical history of sinus problems and migraine. On (B)(6) 2013, the patient presented with ¿the acute onset of the worst headache of her life¿ to the emergency room where a diagnostic CT scan showed evidence of a subarachnoid hemorrhage with ruptured of aneurysm of the left posterior communicating artery origin. CT scan revealed a regular left posterior communicating aneurysm measured 3.2 mm x 3.2 mm x 2 mm. Patient was treated with two micrusphere 10 coils ((B)(4)) and three deltaplush 10 coils (unk, (B)(4)). Post embolization, there was a complete occlusion of the aneurysm. No thrombus formation was identified. No vessel perforation or distal emboli were identified. The patient suffered no immediate neurological complications and returned to floor in stable condition. Post operation, patient presented with sudden onset of expressive aphasia with right side facial droop. Follow-up CT scan post-embolization demonstrate the coil mass in the right pcom was stable, without findings of coil migration. The vascularity seemed normal, with no findings of vascular occlusion of the parent artery. The mca territory appears grossly normal bilaterally. A cerebral angiogram shows thrombus formation in the coil mass, with embolus to the anterior parietal branch of the left mca. Integrilin was infused with a total of 6 mg in the anterior parietal branch of the left mca. The aneurysm remained occluded. A synchro ii wire was advanced distally into the m3 branches, with wire manipulation of thrombus performed. Resolution of ischemia within the left mca territory, with prompt restoration of flow in the left pcom was achieved post intra-arterial integrilin infusion and wire manipulation of thrombus. The patient remained asymptomatic, and the dysphasia was resolved. The patient was discharged three days later in a stable condition. Pi gave no anticoagulation treatment during the embolization procedure. The other meds documented were post procedure and during the second angiogram for the adverse event. The heparin drip was discontinued in the morning of (B)(6) 2013 prior to discharge. The patient did not receive any other anticoagulation, or antiplatelet therapy for the remainder of the hospitalization. Pi indicated that the event was not related to the study device, but related to the procedure. Medical monitor indicated that the event was not related to the study device, but related to the procedure. No laboratory analysis was performed because the devices remained implanted. The manufacturing documentation for the known lot numbers of the coils used in the procedure ((B)(4)) was reviewed and no issues during the manufacturing or inspection process that can be related to the reported complaint were identified. Embolic complications are a known risk associated with coiling procedures, as identified in the product IFU. Therefore, no corrective action is warranted at this time. This is one of five products involved with these adverse events in which associated manufacturer report numbers are 1226348-2013-20101, 1226348-2013-20102, 1226348-2013-20103, 1226348-2013-20104, and 1226348-2013-20105.